Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, ¿vascular coil extrusion into the duodenum 6 years after hepatic artery aneurysm embolization" (kar et al. 2021). This article studies a single case of hepatic artery embolization involving two ruby coils (32mm x 60-cm and 28mm x 60cm). It was reported that six years after the initial embolization procedure, the patient experienced massive gastrointestinal bleeding and endoscopy revealed that a portion of a coil was protruding into the duodenal lumen. Proximal duodenotomy was performed and a cluster of coils was directly visualized eroding from the aneurysm sac into the duodenum. It was also reported that the aneurysm sac was completely thrombosed. Therefore, the coils and the amplatzer plug were extracted. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
Potential adverse events in the labeling with the ruby coil system include, but are not limited to, hematoma or hemorrhage at the site, device malfunction, vessel spasm, intracranial hemorrhage, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2022-00113.